Manufacturer narrative:
Concomitant medical products and therapy dates: pxc121200j/(B)(4), pcx121000j/(B)(4), and pla320400j/(B)(4). (B)(4). Device UDI: lot/serial: (B)(4). Lot/serial: (B)(4). Lot/serial: (B)(4). Lot/serial: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent emergent endovascular repair of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. In (B)(6) 2017 (exact date is unknown), the patient presented to the hospital due to high fever. A computed tomography (CT) revealed air around the implanted endoprostheses, and the patient was diagnosed with stent-graft infection. Medications will be given to the patient to treat infection. However, any surgical reintervention is not planned in consideration of the patient¿s age. It was reported that the patient might have had an infectious abdominal aortic aneurysm prior to the initial implant procedure, but further details are unknown.